Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The cause of the post operative valve regurgitation is unknown; however, the surgery itself was complicated, requiring implantation of 3 valves in the aortic position. It is likely that the complicated procedure contributed to the ongoing ai post procedure. The patient¿s significant medical history (i.e. Ischemic cardiomyopathy,severe 3-vessel cad, and chronic renal insufficiency) and the patient¿s advanced age (B)(6) could have contributed to the patient¿s rapid decline.

Event description:
During a transapical procedure, the valve was positioned 50/50 but deployed 80/20 aortic/ventricular, which resulted in moderate central regurgitation (cai). A second valve was deployed 60/40 a/v, with a result of moderate ai and it was noted that the leaflets of the first sapien valve were still moving. A third sapien valve was deployed in the center of the first two sapien valves, with mild residual ai. The third valve was deployed to treat the ai and to pin back the leaflets. The patient was stable after the procedure. The native valve calcification was severe. The native annulus measure 22 mm by tte. The patient¿s ef was 60% the cause of the initial sapien valve being deployed too aortic was reported as operator movement of the delivery system, and possibly too fast deployment. During the night, the patient experienced hypotension, went into asystole and expired. The cause of death is unknown at this time.

Manufacturer narrative:
The investigation is ongoing. This report is associated with report numbers 2015691-2014-00954 and 2015691-2014-00957.

Event description:
Through additional investigation it was learned that the patient post operatively continued to have significant aortic insufficiency with relatively rapid decline in the following 8 hours with progressive development of cardiogenic shock and need for increasing pressor support. He developed an increasing lactic acidosis and renal insufficiency and required continued ventilator support. Bedside echo confirmed severe ai and attempts at dieresis were unsuccessful. He ultimately went into pea arrest with 45 minutes of CPR and attempts at acls resuscitation were unsuccessful.